Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the preloaded monofocal intraocular lens (iol) the iol was tracking on the side of the tip. The cartridge tip was in contact with the eye but no patient injury was reported. No medical or surgical intervention was required. No concerns were raised regarding patient outcome. No further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: photographs provided by the customer evaluated. The photos displayed three handpieces; as it cannot be determine which handpiece applies to this complaint, all three were evaluated. The first photograph displayed the handpiece with the plunger rod advanced, bent, and sticking out the side of the cartridge; the plunger rod tip was also bent. The cartridge was torn and damaged. The second photograph displayed a handpiece with the plunger rod advanced and overriding a lens stuck at the cartridge tip. The last photograph displayed a handpiece with the plunger rod advanced and overriding the lens stuck in the cartridge. Due to photographic quality, no further issues were observed. Since no suspect product has been received, no further evaluation was performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.